Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it¿s likely distal sheath detached occurred due to a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rhino-laryngofiberscope distal sheath tore off. This event occurred during reprocessing. There were no reports of patient harm.